Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. The patient performs automated peritoneal dialysis (apd) with the help of her brother who is blind. The patient and the brother were retrained in proper aseptic technique just prior to the event of peritonitis. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency and route of administration not reported). The patient recovered from the event of peritonitis and was discharged from the hospital eighteen days after admission. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).